Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs), alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began at 12:00 am on (B)(6) 2022. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿300 and 350 mg/dl¿ with the subject meter. The patient reported that they manage their diabetes with a fixed dose of novorapid insulin three times a day before meals (20 units before breakfast, 25 units before lunch and 20 units before dinner). In response to the elevated readings, the patient reported administering their usual before dinner dose of insulin (20 units) then started to feel symptoms of ¿tired, hypo and sweating¿. The patient claimed they consumed food in response to their symptoms between 12:15 am and 12:20 am that morning. The patient denied that their blood glucose was tested with any other device. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correct and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after administering insulin based on alleged inaccurate high results obtained with the subject meter.